Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal the string came out of a tampon leaving the pledget inside her vaginal cavity. She manually removed the pledget and experienced vaginal pain during removal. She also experienced unusual vaginal bleeding and felt she tore herself while manually removing the pledget. After removal, the pledget looked smaller than usual and she thought pieces may have been left behind. Her pain and bleeding resolved and she did not seek medical attention. She did not experience any adverse health effects.